Event description:
It was reported the patient presented in the hospital for an implant procedure. Upon implant of the right ventricle lead, effective parameters could not be achieved. The patient thought there was a malfunction on the lead. The physician elected to explant and replace the lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information notes the lead was explanted and replaced during the same procedure as the implant.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information notes the lead also was failing to sense or capture.